Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer stated that they woke up with high blood glucose level of 521 mg/dl. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. Customer declined to troubleshooting for high blood glucose. The customer was treated for the high blood glucose with bolus. Customer reports they do not had a back up plan available. Customer also stated that the insulin pump had no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Customer was able to remove set at this time to test site portion of infusion set. Customer was advised to remove the set and examine the cannula. Customer stated the cannula was not bent. The insulin pump was not returned for analysis.